Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an alarm when the sensor was giving inaccurate readings. The customer's blood glucose was 12 mmol/l and sensor glucose was 2 mmol/l at the time of incident. The customer stated that they received multiple calibration error alarms. The customer declined to troubleshoot. The customer was assisted in performing reconnect old sensor. The sensor will not be returned for analysis.